Event description:
Olympus was informed that during a therapeutic endoscopic retrograde cholangiopancreatography with sphincterotomy (ercp) procedure, the pt sustained an unspecified injury. The scope was reported to be floppy and soft during the procedure. It was also reported that the physician observed an intermittent loss of image. The customer considered the procedure outcome unsatisfactory although, the procedure was completed with a similar device. The customer stated the procedure was delayed by 25 minutes due the absence of a spare device. The pt was admitted to the hospital for intubation. The pt was diagnosed with a pancreatitis. No further info was provided. Olympus followed up with the user facility to obtain additional info regarding the reported event, but with no results.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval did not confirm the reported phenomenon, as the device functioned appropriately within standard. The exact cause of the reported event could not be conclusively determined at this time. If any additional info becomes available at a later time, this report will be supplemented accordingly. The instruction manual warns users; "never operate the bending section, feed air or perform suction, insert or withdraw the endoscope's insertion section, or use endo therapy accessories without viewing the endoscopic image. Pt injury, bleeding, and/or perforation may result." A review of the device history record found no anomalies during the mfg process of the device.